Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l60552, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Prior to the pump replacement, the staff had noticed slight volume discrepancies when refilling the pump and attributed it to the pump needing to be replaced. During the pump replacement procedure, the catheter was unable to be aspirated; the reason was unknown. Following the pump replacement, occasional volume discrepancies continued. The patient was asymptomatic and doing well. The device system was delivering baclofen. For subsequent events, see manufacturer¿s report # 3004209178-2014-21946.